Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer generated erroneous differential results with 65.2% basophil (ba%). The erroneous results were not reported out of the laboratory. Repeat testing on the same instrument recovered low basophil of 0.8%. A manual differential was performed with 9 basophils seen on the smear. There was no death, injury or change to patient treatment as a result of this incident. Note: the same sample was also run on coulter lh 500 hematology analyzer, and the event is reported in a separate report #1061932-2011-01331.

Manufacturer narrative:
Specimen collection and storage information were not provided. The instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Previously run patient samples were rerun to confirm back to the last acceptable control run. Controls were run before the incident and recovered within assay ranges. Raw data was requested but is no longer available. On (B)(4) 2011, the fse adjusted latron ls (light scatter) to mean value and replaced the diff reagent on the instrument. The root cause for the event is unknown.